Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b1 - product problem selected b4 d4 - catalog #, exp date, serial #, UDI # h4 - mfg date h6 - component code, investigation type, findings, conclusion codes the following sections were corrected: d1 h6 - clinical code 1924 changed to 1994. H6 - problem code 2993 changed to 2998.

Event description:
Revision surgery, suffered pain and suffering, physical injury and bodily impairment, mental anguish and emotional distress, and will continue to suffer physical limitations, pain, injury, damages, harm, and mental and emotional distress in the future. Additionally, plaintiff incurred medical expenses and other economic harm and will continue to incur such expenses and other economic harm in the future. Because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that they were injured as a result of premature wear of a polyethylene device.

Event description:
As reported, approximately seven years post initial left tka, the 69 y/o female patient had a liner exchange due to device recall. Patient was revised to an exactech size 2/15mm ps liner. There was no breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photo/x-rays. The device is not available for evaluation due to patient's lawyer requested implant. No additional information available.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.